Event description:
The customer reported that the syringe lost fluid when depressing the plunger. Customer stated that there was not a tight seal between the plunger and the syringe wall. The customer did not provide a lot number allowing for identification of the manufacturer. No information was received regarding any serious injury as a result of this product malfunction.